Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged damage to the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 10/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/04/2016 with the following findings: the battery compartment was cracked. The audio bolus button cover was torn but the button was still responsive. Corrosion was observed inside the battery compartment. A leak test failed due to the battery compartment leak and the bolus button leak.

Manufacturer narrative:
Follow-up #2 date of submission 03/14/2017 - correction to serial #.